Manufacturer narrative:
As no lot number has been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that in several cases the delivery systems became stuck on 0.035 inch hydrophilic-coated guide wires. Reportedly, the 0.035 guide wires were exchanged by 0.014 guide wires. The number of subject devices is unknown. There was no reported patient injury.

Manufacturer narrative:
As no lot number was provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Potential factors that could have led or contributed to the reported issues experienced by the customer have been evaluated. Previous investigations of similar complaints have been reviewed. Improper flushing of the device prior to use may be a potential factor to this type of event as this may lead to high friction between the guide wire lumen and the guide wire. Also a hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. In this case, it was reported that the reported events occurred during the attempt to advance the delivery systems over hydrophilic-coated guide wires. It is unknown whether the devices were flushed prior to use. On the basis of the limited information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU indicates that the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire. Updated 'eval code & desc - conclusion' due to completion of evaluation.

Event description:
It was reported that in several cases the delivery systems became stuck on 0.035" hydrophilic-coated guide wires. Reportedly, the 0.035" guide wires were exchanged by 0.014" guide wires. The number of subject devices is unknown. There was no reported patient injury.